Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review of the transmission, it was observed their implantable cardioverter defibrillator was oversensing post-paced t-waves. Programming changes were recommended but had not occurred. The patient was stable.